Manufacturer narrative:
The technician found the brake steer caster is not adjustable and the wheel on the brake caster is worn out most likely caused by normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake steer caster and the wheel on the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes do not hold. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).